Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain after knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: nexgen stemmed tibial component, cat #00598002702, lot #62166630, nexgen lps-flex gender solutions femoral component, cat #00576401452, lot #62215949 and nexgen all poly patella, cat #00597206632, lot 62272484. Device history records were reviewed with no related deviations or anomalies identified. No product was returned, therefore, visual and dimensional evaluations could not be performed. Components were reviewed for compatibility, no issues were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The reported event is non-verifiable. A definitive root cause cannot be determined based on the information. This report is 1 of 4 MDR(s) related to this event; reference the following submissions to the FDA; 0001822565-2017-03462-mdr86323 (patella), 0001822565-2017-03457-mdr86326 (femoral), and 0001822565-2017-03460-mdr86321 (tibial). If any further information is found which would change or alter any conclusions or information; a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.